Manufacturer narrative:
G4: 25aug2020 b4: (B)(6)2020 the customer replaced the wire harness between the air flow sensor and sensor printed circuit board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
It was reported there was no tidal volume and there was an air valve lift off failure. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote support and advised the customer to remove the top cover and do performance verification testing, extended self test and short self test overnight, inspect connections from the power supply to the blower, and move the sensor pcb (printed circuit board) to air flow sensor cable to see if the flow varies.